Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). Device evaluation: the breakout box was returned for further evaluation. Visual/physical examination and functional testing were performed, and the reported issue was able to be duplicated. As reported, the returned unit had several ports (1, 3 & 5) that were not functioning. Otherwise, ports 2, 4 & 6 functioned without issue. It was noted that the non-functioning and functioning ports are on separate pcb boards connected by a ribbon cable. It was determined that there was an electrical failure with the breakout box. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. Hardware parts were replaced on the system. The system then passed the system checkout and was found to be performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a damaged breakout box. Only half of the ports were receiving power with the same instrument and no light was illuminated. There was no patient present when this issue was identified, and there was no clinical impact.